Manufacturer narrative:
(B)(4). The service engineer (se)replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during service for an 840 ventilator no audible alarm with the graphical user interface (gui). The ventilator was not in use on a patient at the time the event occurred.